Event description:
Patient reported obtaining back-to-back blood glucose results of 539 mg/dl and 213 mg/dl, while using the suspect device. Patient stated that on another occasion, he performed back-to-back tests on the suspect device with results of "hi" (> 600 mg/dl), 259 mg/dl, 267 mg/dl, and 203 mg/dl. Patient indicated that therapy was not modified based on these results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.